Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. It is very likely, that the bulging of the housing caused the observed damage. The contacts seem to be oxidized by the leaking electrolyte. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a combined initial and final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Neither a patient contact to the battery chemistry nor any injuries are reported.